Event description:
According to the reporter during laparoscopic gastroplasty, the device did not fire. When using the sixth load on the patient (being the fourth load) the stapler made a noise and failed to staple, the reload was changed but the same continued presenting problems. A new product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.